Event description:
During the index procedure the patient had a 2.5 x 22 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the distal rca. A dissection is reported to have occurred during the procedure. A 2.25 x 8 mm resolute integrity stent was implanted in the distal rca to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure. (B)(4).